Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The powered handle was assembled. When the firing mode button was pressed, the light turned on and flashed as normal. When the blue button was pressed to advance the knife, the knife did not advance. The knife was activated but did not advance. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.